Manufacturer narrative:
The device was returned for analysis. Device evaluation anticipated but not yet begun. The pre-repair check of the device found the motor was seized and corroded. Because the motor won't operate, the pre-repair temperature tests were unable to be completed. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the handpiece produced excessive heat in less than a minute. This was found during setup and so a patient wasn't involved. There were no injuries reported as a result of this event.

Manufacturer narrative:
The analysis found the bearings were corroded and the motor had shorted. If information is provided in the future, a supplemental report will be issued.

Event description:
Analysis completed.